Event description:
The customer obtained biased amylase results for qc samples. The scenario is consistent with a malfunction that could have caused a falsely elevated glucose or false low nbil pt result to be reported. There was no report of harm as a result of this event.